Event description:
It was reported that the basal data was missing in the printed report compared to the dashboard page of the t: connect data management system.

Manufacturer narrative:
If the device is rec'd for evaluation or new info becomes available, a f/u report will be submitted.